Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. Interrogation revealed that the patient¿s insertable cardiac monitor (icm) exhibited post sensed t-wave oversensing. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s insertable cardiac monitor (icm) exhibited post sensed t-wave oversensing and 3-second false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.